Event description:
Caller reports testing 2.2 inr on the coaguchek xs system and 1.7 inr on a comparison lab. Coumadin changed based on the lab value. No adverse event reported. Requested return of suspect system; however, unable to replace strips as the strip vial is empty.